Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late these are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side "slight lobulation of their contours, minimal amount of periprosthetic fluid is observed and capsular contracture baker grade IV". Patient took medication due to pain and "now patient is unable to raise the arm." Patient had trouble sleeping due to pain. The device had bubbles. The device has been explanted.